Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a defective battery. There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se replaced the battery and noted in the defective part failure reason, that the battery was a defective part. Per the defective part information, it was listed as no charge. The battery was replaced to resolve the issue. Per the resolution, the device was operational. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.